Event description:
It was reported that the reservoir of a large volume intermate had particulate matter. The reporter stated that this was identified during filling. There was no patient involvement. No additional information is available. This is report 3 of 6.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The particulate matter was reported to be inside of the reservoir. The lot was manufactured from february 27, 2014 to march 4, 2014. Evaluation summary: visual inspection of the returned device identified a solid, white particle, between 0.70 and 2.50 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The cause or origin of the particle was unable to be determined. In order to further investigate this condition, a CAPA was opened. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up report will be submitted.